Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is known inherent risk during the use of this device in the heart.

Event description:
Related MFR reference: 2030404-2014-00026, 3005188751-2014-00028, 3005188751-2014-00029, 3005188751-2014-00030, 3005188751-2014-00031. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A transesophageal echocardiogram was performed prior to the procedure, revealing no preexisting pericardial effusion. Upon completion of the right atrial geometry, a safire blu ablation catheter was advanced into the left atrium using a fast cath introducer through a patent foramen ovale (pfo). Placement of a second fast cath introducer through the pfo was attempted but was unsuccessful. A transseptal puncture was performed using the second fast cath introducer and a brk transseptal needle. A reflexion spiral ep catheter was advanced into the left atrium and geometry was created without issues. The pt became hypotensive and a pericardial effusion was noted. Protamine was given to reverse the heparin and a pericardiocentesis was performed, which stabilized the pt. The pt was awoken, extubated, and transferred to the ICU in stable condition. There were no performance issues with any sjm device.